Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has a low battery warning with pad-pak that has a 9-2019 expiration date.

Manufacturer narrative:
Exemption number e2015058. On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed successfully on the 19th august 2015 and performed to specification up to the (B)(6) 2016. The device fails multiple self-tests due to a low battery between the (B)(6) 2016. An increase in voltage during this time in (B)(6) 2016 suggests a further pad-pak was installed, with the device passing a self-test. No further log entries were recorded prior to receipt at heartsine. The returned pad-pak was inserted into the device, the device powered on then shutdown with a low battery prompt and a flashing red status led. This would confirm the reported fault. A test pad-pak was inserted in to the device and passed a self-test. No warnings were given at shutdown. A test shock was delivered without fault using a test power supply and an acceptable measurement was recorded for the test shock investigation found no fault with the returned device. The device performed to specification throughout testing at heartsine. The returned pad-pak was found to be significantly depleted despite having an expiry date of 01 september 2019. This would confirm the reported fault. The pad-pak was found to have a single blown cell.